Manufacturer narrative:
Cracked case at lcd window corners noted. The insulin pump was received with display anomaly (vertical black line segments on screen) due to severe corrosion on lcd board noted. Moisture damage was found on mother board, interface board, radio frequency board and motor assembly. Cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated a crack was present on the top right corner of the insulin pump. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.